Event description:
The customer stated that when a new carton of test strips was rec'd, the bottle was open. The customer did not allege any adverse events. The test strips are to be returned for eval, as exposure to moisture can cause high test results. Replacement strips will be sent.